Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified cuvette overflows. The fse replaced the vacuum pumps and wash unit valves to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of error flags on patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The samples were repeated on an alternate au instrument with results considered correct. The customer did not provide any patient data or demographics.